Manufacturer narrative:
Visual examination of the provided picture identified foreign material on the surface of the explant as well as wear and damage to the distal surface. Radiographs were provided and reviewed by a health care professional, and it was determined further review would not enhance the investigation. Device history record (DHR) was reviewed for deviations and/ or anomalies with no deviations / anomalies identified. A definitive root cause cannot be determined. The complaint is confirmed with the picture provided. If any further information is received which would change or alter any conclusions or information, a supplemental medwatch will be filed accordingly. Zimmer biomet will continue. To monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). D10 medical devices: maxim por ana pri fml 60 lt catalog#: 140071 lot#: 851390. Unknown tibial tray catalog#: ni lot#: ni. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent a left knee revision approximately nineteen (19) years post-implantation due to tibial insert wear. No additional patient consequences were reported.